Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a nurse noted a leak when flushing at the port above the drip chamber with a pre-filled saline syringe following an infusion of methotrexate 15g. In 750ml. The nurse attempted to detach the syringe and the smartsite separated from the tubing. Although there was subsequent leaking, the nurse was wearing appropriate ppe and there was no harm to the provider or the patient.

Manufacturer narrative:
Concomitant medical products: 10ml bd syringe of 0.9% sodium chloride injection usp (lot 5133935, exp 2018-05); therapy date (B)(6) 2016. The customer¿s report of the drip chamber smartsite becoming detached from the drip chamber was confirmed. Microscopic examination revealed faint evidence of bonding solvent on only one area of the edge of the smartsite. Functional testing was not applicable, as the failure was noted upon receipt of the administration set. The root cause of the separated component was determined to be insufficient solvent applied to the connection site during production of the set.

Manufacturer narrative:
Concomitant medical devices: the 2000e; 1000ml exactamix baxter bag, ref (B)(4), lot 1058565, exp 06/2018, methotrexate inj, sodium, bicarbonate, potassium chloride; 10ml bd syringe 0.9% sodium chloride injection usp; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a nurse noted a leak when flushing at the port above the drip chamber with a pre-filled saline syringe following an infusion of methotrexate 15g., sodium bicarb 30 meq and potassium chloride 15 mmol in sodium chloride 0.45% 750 ml at 185ml per hour. The nurse attempted to detach the syringe and the smartsite separated from the tubing. Although there was subsequent leaking, the nurse was wearing appropriate ppe and there was no harm to the provider or the patient.